Event description:
Pt experienced reaction with first use dialyzer (not preprocessed). Symptoms began immediately after initiation of treatment. Pt complained of difficulty breathing and tightness of chest. Treatment stopped; blood and dialyzer discarded. Pt switched to competitor brand dialyzer.

Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause fo the incident.